Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii¿left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the vad coordinator, the patient passed away related to a infection. The patient had a pump pocket infection that extended down the driveline ((B)(6)). The patient was on IV antibiotics and was treated with augmentin oral, doxycycline oral, cefazolin 2g IV every 8 hours. It was reported that the patient's outcome was not device related. It was reported that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation.